Manufacturer narrative:
H6: codes were updated to c19, d15 and d12 to reflect results of investigation. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation: unable to provide an evaluation in relationship to this event. Post-implant images are unavailable to evaluate for migration or rupture. Engineering evaluation: the gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: - a full device evaluation could not be performed as the device was not returned. - the report of proximal device migration and distal aortic rupture could not be confirmed from the available information. No root cause for the reported proximal device migration could be identified. - no manufacturing deficiencies were identified. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the device may include but are not limited to: aortic rupture, stent graft migration.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for thoracic (descending) aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system (ctag acs; proximal tgmr373710j, distal tgm454520j). The patient tolerated the procedure. On (B)(6) 2023, a follow-up CT scan showed proximal migration of the tgm454520j device for approximately 1 cm. However, no endoleak or dissection was found, so the patient was discharged from the hospital on the following day. On (B)(6) 2023, an aortic rupture around the distal edge of the tgm454520j device was noted and the patient died on the same day. No additional treatment was given before the patient¿s death. Reportedly, the ruptured part was not aneurysmatic (normal diameter of descending aorta in this patient was 30 to 31 mm whereas the diameter of the ruptured site was 36 to 39 mm). The reporting physician commented as follows: the distal neck was shaggy but the treatment area could not be extended to the celiac artery, considering paraplegia risk. Therefore, the distal end was landed just proximal to the angulated part using the 45 mm device. No ballooning was performed for the distal part during the initial procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device was not available for return. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.